Event description:
Medtronic received information regarding an imaging system being used during a (B)(6) procedure. It was reported that the system was stuck. The length of the procedure was three hours. This was not the first time the system had been used. The representative clarified that once the imaging acquisition system (ias) was closed, the site was not able to position it to do the scan. The representative suspected that the cause was user error, as the system worked fine the next day. The procedure was delayed by an hour and no patient harm was reported.

Manufacturer narrative:
The patient information was not available. A medtronic representative went to the site to perform a system check out and they found the system functioned as intended. No problems were detected. If information is provided in the future, a supplemental report will be issued.